Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 27, 2016 the lay user/patient contacted lifescan (B)(4) (via letter) alleging an issue with his onetouch verio test strips. The complaint was classified based on the limited customer service representative (csr) documentation available (follow-up with the patient not possible as no telephone number provided). It is unknown exactly when the reporter issue began, and it is unknown what medications if any the patient normally takes to manage his diabetes, or whether he made any changes to his usual diabetes management routine in response to the reported issue. The patient reported an issue of ¿sticking test strips¿ with the subject device. At an unknown time after the alleged issue occurred, the patient reportedly ¿passed out¿ and it is unknown if any form of medical intervention was received in response to the reported issue. The csr noted that it was not the patient¿s first use of the device but was unable to perform the normal troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.